Manufacturer narrative:
The investigation into the low pump flow has been completed. The impella pump was returned for investigation. The suction event was reported to have occurred on 15feb2022, incomplete logs were retuned that do not show this date. The product was returned, and biomaterial was found in the cannula. No kinks could be seen on the device. The pump was run in a basin of water and the biomaterial was ejected and the pump ran within specification. The root cause of the low flow and suction was concluded to be biomaterial ingestion from the patient¿s anatomy. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The device stated to generate aspiration alarms and low flow. The physician made the decision to replace the device with another impella cp pump. No patient harm was reported.